Manufacturer narrative:
The investigation findings for the safety disk previously reported in mfg report number 2249723-2021-02338 was the incorrect part evaluation. The correct investigation findings is as follows: the national repair center (nrc) inspected the safety disk, drive side per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the disk to factory specifications per procedure. The membrane differential test results read 9mmhg. The factory specification is 6mmhg. The nrc verified the failure of the disk failing the membrane leak test. The disk failed testing. The nrc sent the safety disk to the cardiosave production department for failure analysis. The safety disk, drive side was returned to the nrc following the production department's evaluation. The production department verified the failure of the disk failing the membrane differential leak test with a result of 7mmhg. The factory specification is 6mmhg. The disk failed testing. The safety disk will be retained at the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-02341 with regard to another safety disks that failed the membrane test.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g1 (contact person), g4, h2, h3 h10. The safety disk was returned to the national repair center (nrc). The nrc performed the inspection of the safety disk, drive side p with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture s and tested the disk to factory specifications per procedure and cardiosave service manual. The membrane differential test results read 9mmhg, the factory specification is 6mmhg. The nrc verified the failure of the disk failing the membrane leak test. The disk failed testing. The nrc ending the safety disk to the cardiosave production department for failure analysis.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the machine was in service and working at the time. The safety discs are an accessory that was ordered and when arrived did not work. New safety discs were ordered to site by the customer and working fine. The fse confirmed failure on several cardio saves but could not provide the serial# because the customer repaired the unit. If information is received, we will reopen and update the complaint.

Manufacturer narrative:
The initial reporter¿s name was shortened due to field character limit. The full name is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine replacement, the cardiosave intra-aortic balloon pump (iabp) safety disks failed the membrane test. There was no patient involvement, and no adverse event reported.